Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that ¿disruption in service¿ was not determined. The surgeon planned to replace the lead and extension in one surgery. It was noted the surgeon and the hospital were aware of the revision exploration. It was planned to return the explanted product(s). There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va17evv, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient's lead was not functioning and their impedance was high (>40k) on several contacts. The patient and healthcare provider believed the lead to be broken. A lead revision was scheduled for a few months in advance. No patient symptoms or further complications were reported as a result of this event. The patient's medical history includes cardiac issues.